Event description:
It was reported that the patient had concerns with her implantable neuro stimulator (ins) system. She received assistance from her doctor or manufacturer representative on (B)(6) 2012 and her concerns were resolved. It was also reported that the patient is still having concerns regarding her device or therapy and that she has an appointment in october with her doctor or manufacturer representative. It was reported that when the patient placed her cell phone in her pants pocket (on the same side as her implant) she felt no stimulation. It was reported that the patient is only able to see the 9v battery icon on the patient programmer. The patient has attempted to use the programmer both with and without the antenna attached to the programmer. The patient has not contacted her health care professional (hcp) with any reported adverse event. No further information was available at the time of this report.

Event description:
Additional information received reported that the cause of the event was unknown. No surgical interventions were reported. It was noted that the device was interrogated and the system was working fine. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Product ID 748940, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 7434a, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # v651966, implanted: (B)(6) 2011, product type lead; product ID 3550-39, lot # n290060, implanted: (B)(6) 2011, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).